Event description:
Lead management case to extract 4 leads, while using the glidelight catheter the physician noticed a "burning" feeling where his hand came into contact with the catheter. No injury was caused to the physician and the surgical glove remained uncompromised. No harm came to the patient; however this is being reported due to there being a compromise in the device outer jacket which may lead to possible internal patient exposure to manufacturing materials in the event of recurrence. The case was successfully completed using another glidelight.

Manufacturer narrative:
Upon physical evaluation of this glidelight on (B)(6) 2013, it was determined that this complaint should be reported related to potential exposure to manufacturing materials in the event of recurrence. A hole in the outer jacket and several kinks throughout the working length of the device was noted upon visual inspection. This damage strongly suggests the operator was using the device as a mechanical device rather than allowing the laser to do most of the work. This issue occurred with a 14f glidelight during this case as well which will be reported under MDR # 1721279-2014-00048.